Event description:
It was reported while in use, an 840 ventilator became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer was unable to duplicate the reported condition. The service engineer performed an extended self-test (est), short self -test (sst), electrical safety test and calibration. The ventilator passed all testing per manufacturer's specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use, an 840 ventilator had a patient disconnect issue. The ventilator could not sense the patient connect.